Manufacturer narrative:
Concomitant medical products: product ID: 693558 lead, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant the patient developed a hematoma and deep vein thrombosis. The implantable cardioverter defibrillator (ICD) pocket was revised and the ICD remains in use. No further patient complications have been reported as a result of this event.